Event description:
The customer reported that the unit unexpectedly shutdown and then showed a "power interrupted - device error service required" inop.

Manufacturer narrative:
(B)(4). The customer reported that the unit unexpectedly shutdown and then showed a "power interrupted - device error service required: inop. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.